Event description:
It was reported that during a da vinci hysterectomy procedure, the cable of the megasuturecut needledriver instrument snapped. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable to be broken at the distal idlers. Idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's distal pulleys had mechanical indentation/burrs. There were indentations at the edge of the distal pulley and scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported snapped cable if to recur could cause or contribute to an adverse event.